Event description:
It was reported that the stent was deployed without incident, but when removing the system it was found that the tip of the device separated distal to the stent onto the guide wire (benson guide wire). The distal tip of the absolute and the guide wire were removed with a snare. The physician re-accessed with a balloon, sheath and wire to pre-dilate.

Event description:
The separated piece was successfully retrieved and the process resulted in a pseudoaneurysm that required trombin treatment the next day.